Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stoppages that were captured in the submitted log files. The submitted log files contained data from 12nov2019 through 30dec2019. The log files captured low speed events beginning on 29dec2019 followed by pump stoppage events with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the power module. Additionally, power elevations were captured during low speed events, up to 11.0 watts. The patient was reportedly placed on an ungrounded patient cable on (B)(6) 2019. No new alarms occurred after switching to the ungrounded patient cable. No other atypical alarms or events were captured. The patient underwent an external driveline repair on (B)(6) 2019. Approximately 17" of the driveline (s/n (B)(6)) was returned under work order # (B)(4). The proximal 1¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. Additional proximal segments of each wire were also returned measuring from approximately 1.25¿ to 2.00¿ in length. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket was in good condition and appeared unremarkable. The clear bionate layer was dark red/black and appeared cracked at the metal connector as well as kinked approximately 2.75¿ from the metal connector. Breakdown of the metal braided shield was observed in the kinked location as well as minor wear along the length of the driveline. The brown, yellow, red, and orange wires appeared kinked approximately 2.75¿ and 7.50¿ from the metal connector. Visual and microscopic inspection of the wires revealed a breach in the yellow wire approximately 2.75¿ from the metal connector where the wiring was kinked. This damage appears to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted log file. The current heartmate ii lvas IFU discusses pump speed, power, flow , and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller and the proper actions associated with them. Section 8 "equipment storage and care" of the heartmate ii lvas IFU and section 6 "caring for the equipment" of the heartmate ii patient handbook provide instructions for cleaning the lvas equipment and provide a list of cleaning agents that can be used. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: correction.

Manufacturer narrative:
Section h4: correction. Incidental findings: minor wear of the green alignment indicators on the metal connector was observed. Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the pump stoppages that were captured in the submitted log files. The submitted log files contained data from (B)(6) 2019 through (B)(6) 2019. The log files captured low speed events beginning on (B)(6) 2019 followed by pump stoppage events with corresponding hazard alarms for low speed and low flow. All low speed and pump stoppage events occurred while the system was supported by the power module. Additionally, power elevations were captured during low speed events, up to 11.0 watts. The patient was reportedly placed on an ungrounded patient cable on (B)(6) 2019. The log files also captured no external power alarms on (B)(6) 2019. No other atypical alarms or events were captured. The patient underwent an external driveline repair on (B)(6) 2019. Approximately 17" of the driveline ((B)(6)) was returned. The proximal 1¿ was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. Additional proximal segments of each wire were also returned measuring from approximately 1.25¿ to 2.00¿ in length. The metal connector pins and bend relief were unremarkable. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. The silicone jacket was in good condition and appeared unremarkable. The clear bionate layer was dark red/black and appeared cracked at the metal connector as well as kinked approximately 2.75¿ from the metal connector. Breakdown of the metal braided shield was observed in the kinked location as well as minor wear along the length of the driveline. The brown, yellow, red, and orange wires appeared kinked approximately 2.75¿ and 7.50¿ from the metal connector. Visual and microscopic inspection of the wires revealed a breach in the yellow wire approximately 2.75¿ from the metal connector where the wiring was kinked. This damage appears to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no additional areas of compromised wire insulation were identified. The yellow wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on a tethered power source (such as the power module), the resulting electrical short to ground would have caused the low speed events recorded in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2019 from vad clinic. The patient was extremely non-compliant with treatment and had not been seen in vad clinic for 2 months. The patient was not taking coumadin on admission. While admitted a nurse noted a vad alarm with pump stop; low flow; powers to up to 11. The patient was asymptomatic; lying in bed. On vad interrogation earlier this admission ¿ had 1 no external battery. No alarms prior to admission per patient. Urgent log file read yesterday revealed a percutaneous drive line issue. On (B)(6) 2019 tech services arrived on site for a driveline repair 3 inches from the exit site. No additional information was reported.